Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap washout + biliary stint. Event description: trocar snapped. Total trocar retrieved in full. Further details to be confirmed by scrub nurse. Patient status: no effect from event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not retuned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: lap washout + biliary stint. Event description: trocar snapped. Total trocar retrieved in full. Further details to be confirmed by scrub nurse. Patient status: no effect from event.